Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiib endoleak was detected. The patient is reportedly stable and asymptomatic, and the physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiib endoleak was detected. The patient is reportedly stable and asymptomatic, and the physician will continue to monitor the patient. There have been no additional patient sequelae reported. Additional information received confirming that the physician plans to re-intervene and the secondary procedure is scheduled for the patient. In addition, clinical assessment identified that aneurysm enlargement was also present at the time of the event. Additional information received confirming that the physician elected to treat the patient by relining with ovation ix on (B)(6) 2019. The endoleak was successfully resolved and the patient is reportedly in stable condition.

Manufacturer narrative:
Device iteration is afx with duraply. Correction: g4.

Event description:
Additional information received confirming that the physician plans to re-intervene and the secondary procedure is scheduled for the patient. In addition, clinical assessment identified that aneurysm enlargement was also present at the time of the event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. There was unsubstantial evidence to support a secondary endovascular procedure. In addition, the clinical assessment determined that there was also evidence to reasonably suggest aneurysm sac growth occurred that was not included in the event as reported, which was discovered during review of the 44-month post-implant CT scan. The complaint is most likely device-related due to the use of strata material. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in a stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.